Event description:
A surgeon reports a patient is seeing a temporal shadow following intraocular lens implant surgery. No intervention is planned at this time. The surgeon has advised the patient to take a wait and see approach to see if symptoms diminish over time.